Event description:
Following a blow to the head, pt experienced non-auditory sensations when using the implant. A decision was made to explant and replace the device despite normal integrity test results.